Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited temporary image loss when angulating the charged couple device. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the bending section cover had leakage during user handling and water invaded the device. It caused abnormality in electrical components, leading to the noisy image. However, a definitive root cause could not be determined. User can detect the suggested event by handling the device in accordance with the following instructions for use (IFU). "Inspection of the endoscopic image" user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following instructions for use (IFU). "Perform the leakage test" olympus will continue to monitor field performance for this device.